Event description:
It has been reported to philips that it took longer than 7 minutes to turn the azurion system off. Philips has started an investigation of this complaint.

Manufacturer narrative:
Add. Narrative: during a service activity a philips service engineer identified through the review of the log file that the system did not shut down within 7 minutes. By design, after the user presses the power off button, the system starts the normal shutdown process. If a shutdown cannot be processed correctly, the system will perform a total system power down within 7 minutes after initiation of the shutdown. In this case the system could not process the shutdown correctly because the ip address for the ipmi in the bios contained an invalid value. Ipmi will provide the command to the pc to shut down. When ipmi is not configured correctly, the pc cannot be powered off by the power control unit. The philips engineer reconfigured the setting in the bios, and the system was returned to use in good working order. It is unknown what caused the change in the ipmi configuration. Corrected data: updated codes as per the investigation outcome.